Manufacturer narrative:
Insulin pump received with no button response due to a connector on the lcd board. A cracked end cap and scratched display window noted.

Event description:
It was reported that the insulin pump has cosmetic damage. Customer fell and broke insulin pump. Customer's mother reported the incident. The blood glucose reading is 134 mg/dl. The end located at the drive support cap is missing; the inside of the device could be seen. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.